Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer experienced high blood glucose of 586 mg/dl. The caller kept running into an alarm on their insulin pump that said to "recheck settings". The customer did not know what they were doing wrong. The customer was assisted with programing the settings on their insulin pump. The customer did not return the product back for analysis